Event description:
As reported by the edwards territory manager, during the transcatheter aortic valve replacement (tavr) procedure, post implantation of a 26mm sapien valve, the patient developed a contained hematoma at the level of the annulus towards the right ventricle which was confirmed via transesophageal echocardiogram (tee). The physician decided to perform a pericardial tap to ensure drainage was complete. The patient was extubated in the room and remained in stable condition. Per the report received, the physician is not completely sure of why the hematoma occurred. During deployment, pacing was stopped prior to full deflation of the balloon and the proctor felt it could have disrupted the tissue at that point.

Manufacturer narrative:
The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Per the IFU, hematomas are potential adverse events associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), aortic valve replacement and bioprosthetic heart valves. The available literature addressing peri-aortic hematomas following transcatheter aortic valve replacement (tavr) indicates several possible causes/potential contributing factors, including presence of bulky calcification of the non-coronary cusp (ncc)/ calcification being pushed against the aortic wall during inflation of the balloon, certain anatomic features (including the disparity between the volume of cusp calcium and the volume of the sinus of valsalva), clinical features (including advanced age, female gender and small body weight), deformation of the wall of the aorta during balloon inflation, exacerbation by intra-procedural hypertension immediately following tavr, overstretching of the annulus and/or aortic root, and mismatch between the annulus and device diameter. In this case, the exact cause of the reported peri-aortic hematoma cannot be determined; however, patient and/or procedural factors likely contributed to the event. Per report, during valve deployment, pacing was stopped prior to full deflation of the balloon and it was thought the patient's tissue could have been disrupted resulting in a hematoma. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
The lot number for the device was not provided. Thus a device history record (DHR) review of the effected valve could not be performed.

Manufacturer narrative:
(B)(4); a pericardial effusion was seen on transesophageal echocardiogram. Per additional information received from the edwards clinical specialist, this patient is currently in a rehabilitation facility per orthopedic orders due to her pre-op pelvic fracture. The patient is ambulating with assistance. Hemodynamics are reported as stable. The patient is still using oxygen as before. She does have episodes of confusion which has improved with decreased pain medication, but she is being evaluated for dementia. The patient did not have a porcelain aorta and a 26 mm sapien valve was implanted in a 22 mm moderately calcified native annulus. Valve positioning pre- and post-deployment was 50:50. The post procedure transesophageal echocardiogram (tee) report was also received from the edwards clinical specialist. Per report: following the transcatheter aortic valve replacement (tavr) procedure there was a moderate pericardial effusion. Focal right ventricle (rv) diastolic collapse noted near the rv apex. A new echoluscent space was seen posterior to the aorta between the aorta and left atrium in the transverse sinus region in conjunction with the pericardial effusion following tavr deployment. This progressively changed to a more complex echo density corresponding with peri-aortic hematoma and pericardial bleed. The patient underwent subxiphoid drainage of the pericardial effusion with reduction to a very small size pericardial effusion without hemodynamic significance. Hyperdynamic lv systolic function with lvfe greater than 70 percent. Normal right ventricle systolic function. There was initially trace central and trace paravalvular aortic regurgitation which resolved upon completion of the case. There was no aortic stenosis after tavr with a mean gradient of 4 mmhg. Per the IFU, pericardial effusion and cardiovascular injury are known complications associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, and aortic valve replacement/ bioprosthetic heart valves. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. In tavr patients, it may be caused by guide wire perforations or annular ruptures. In this case, the exact cause of the reported pericardial effusion cannot be determined; however, patient and/or procedural factors could have contributed to the event. Per report, during valve deployment, pacing was stopped prior to full deflation of the balloon and it was thought the patient's tissue could have been disrupted resulting in the pericardial effusion, bleeding and peri-aortic hematoma.